Event description:
The patient's daughter reported that during the implant, the "wire pierced the ventricle". The patient had felt dizzy and an x-ray revealed blood in her chest. A perforation was discovered and the hole was repaired. One week later a new lead was implanted. The daughter further reported that the patient is doing fine now. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.